Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) underwent surgical intervention on (B)(6) 2017 due to a lead migration. The lead was explanted and replaced with another model.

Event description:
Additional information received identified the patient was involved in car accident prior to going for revision surgery. Reportedly, effective stimulation was restored postoperatively.